Manufacturer narrative:
Section d4 and h4: additional information. Section f9: approximate age of device - 4 years 7 months (calculated from the manufacturing date to event date). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via the submitted log files. The submitted log files contained approximately 36 days of data (13feb2019 ¿ 21mar2019 per the timestamps). The log file captured a no external power event on (B)(6) 2019 at 0:37:02 due to a temporary loss of power while connected to the power module. The log file captured an additional no external power alarm on (B)(6) 2019 at 05:38:48 due to both power cables being disconnected from 14v batteries. The log file also captured a no external power event while switching from 14v batteries to the power module on (B)(6) 2019 at 20:02:49.the backup battery supplied power to the system during all no external power alarms. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log files. A good faith effort attempt was made to determine the serial number of the power module associated with this event; however, no response was received. The root cause of the no external power alarm captured on (B)(6) 2019 could not be conclusively determined through this analysis.

Manufacturer narrative:
Common device name, d4- additional information was communicated that the patient was using the power module and not the mobile power unit.

Manufacturer narrative:
Approximate age of device - mpu serial number was not provided so the devices age could not be calculated. It will be provided if the serial number is provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was seen in clinic on (B)(6) 2019. Log files were submitted for review. Review of the log file by the manufacturers technical services representative stated that there was a no external power on (B)(6) 2019 at 20:02. There were also low supply voltages while on the mpu. There was a suspected issue with the mpu and it was recommended to replace the mpu.